Manufacturer narrative:
Unknown strip lot was observed to be lot 304974. The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received erroneous results for one patient tested with an unknown lot of test strips and test strip lot number 34521322 on coaguchek xs meter serial number (B)(4). This medwatch will apply to the unknown test strip lot number. Please refer to the medwatch with patient identifier (B)(6) for information related to the test strip lot number 34521322. On (B)(6) 2019, the patient was tested using the meter with the unknown test strip lot number, resulting with a value of 5.1 inr. One hour later, a sample from the patient was tested in the laboratory using the neoplastine reagent on a stago analyzer, resulting with a value of 3.36 inr. On (B)(6) 2019, the patient was tested using the meter with test strip lot number 34521322, resulting with a value of 4.7 inr. One hour later, a sample from the patient was tested in the laboratory using the neoplastine reagent on a stago analyzer, resulting with a value of 3.18 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.5 inr. The patient has no lifestyle changes prior to the event. The initial reporter's product was requested for investigation.